Manufacturer narrative:
(B)(6), UDI not available as product was manufactured on or before (B)(6) 2014.

Event description:
Related manufacturer report number: 2017865-2023-52360. It was reported that the patient's right ventricular (rv) and right atrial (ra) leads were capped. Both rv and ra leads were capped and replaced on (B)(6) 2003. No patient condition was reported.